Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was a discolored/abnormal additive form. The following information was provided by the initial reporter. The customer reported : "the customer witnessed possible addictive abnormality. Additional information received: customer stated "please note that we just received another shipment and this lot has exactly the same problem."

Manufacturer narrative:
H.6. Investigation: bd received 100 samples for investigation of material # 367820, batch # 0317983. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. The coating/additive appeared normal and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was a discolored/abnormal additive form. The following information was provided by the initial reporter. The customer reported : "the customer witnessed possible addictive abnormality. Additional information received: customer stated "please note that we just received another shipment and this lot has exactly the same problem."